Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok keypad button was difficult to press. The reporter noted damage to the ok keypad button, and was unable to confirm whether the damage or the response issue had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn off over and below the ok button, exposing the button key contact. During testing, the ok keypad button was found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the up arrow, down arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. (B)(4).